Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report (B)(4). During use on a patient the front handle of the intra-aortic balloon pump (iabp) got caught under table and broke. As a result, the front handle was sent to and replaced by hospital biomed. The pump was switched out quickly with no patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "front handle broke" is confirmed. Upon investigation of the front handle, the mounting bosses was found broke. The cause of the broken handle is determined to be an operator error. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The complaint will be monitored for any developing trends. No further action required.

Event description:
It was reported via field service report l701209. During use on a patient the front handle of the intra-aortic balloon pump (iabp) got caught under table and broke. As a result, the front handle was sent to and replaced by hospital biomed. The pump was switched out quickly with no patient complications.